Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 16 occurred. Customer¿s blood glucose value was 286 mg/dl. Reportedly, the customer was not able to reload a cartridge, so a replacement pump was sent to customer. Customer reverted to manual injections for insulin therapy.

Event description:
It was reported that a cartridge alarm 16 occurred. Customer¿s blood glucose value was 286 mg/dl. Reportedly, the customer was not able to reload a cartridge, so a replacement pump was sent to customer. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.